Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the atrial connector of the external pulse generator (epg) was cracked and that the epg intermittently had trouble powering on. It was noted that battery drawer shorting bar and the battery drawer were contaminated. It was also noted that the main seal was twisted and deformed and both output connector nuts were discolored. It was further noted that the red wire on the liquid crystal display (lcd) was pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was received into service for repair subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.